Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic, review of a previous transmission from 2012 revealed inappropriate auto-mode switch episodes due to far r-wave oversensing. Programming changes were made and resolved the oversensing. Patient was in good condition.